Event description:
At the conclusion of cardiopulmonary bypass procedure, as the cannula was being removed from the aorta, the cannula tube separated from the connector. There was no blood loss and no other adverse consequences to the patient as a result of this event.

Event description:
At the conclusion of cardiopulmonary bypass procedure as the cannula was being removed from the aorta, the cannula tube separated from the connector. There was no blood loss and no other adverse consequence to the patient as a result of this event.